Event description:
The customer reported that following a colectomy procedure, the patient experienced a small leak on the right colic vessel, which resulted in a hematoma. Surgical repair was necessary and a laparotomy was performed. The patient had lost 4l of blood during the five days post-op, and it was drained during the laparotomy.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.